Event description:
Impella 5.5 was inserted via the right axillary artery surgical graft in a 65-year-old male patient presenting with planned cardiac surgery. The patient was to have re-do coronary artery bypass graft surgery. The patient¿s comorbidities were not shared. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage B. When the Impella 5.5 was successfully delivered the patient was also placed on respiratory support.Prior to pump insertion the patient had an Activated Clotting Time (ACT) noted to be 278 seconds as noted in the patient record. Abiomed recommends an ACT of equal to or greater than 260 seconds at pump insertion.The patient was only on Lovenox injections for anticoagulation. While on support no labs were shared such as Activated Clotting Time for monitoring of therapeutic anticoagulation. During the support patient condition deteriorated to SCAI Stage C Shock and Mean Arterial Pressures fluctuated from a high of 102mm Hg to a low of 69 mmHg.While on the support the device functioned as expected, Performance Level P-5 with 3.0L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution. The Impella 5.5 supported for 18 days, which is beyond the pump indication for use, when weaned and explanted.At the time of explant there was a concern of a possible stroke. Upon catheter removal the patient had facial droop and profound left sided weakness. Computed Tomography (CT) imaging confirmed a lack of perfusion above distal Internal Carotid Artery. The decision was made to transfer the patient to a tertiary center for clot removal and neurological care.The patient has survived the stroke to date of reporting. The use of Lovenox for anticoagulation, that was not monitored per recommendation, and mechanical circulatory support devices can contribute to a stroke in a patient admitted in SCAI Shock Stage B that declined to Stage C. The patient event can not be dissociated from the Impella use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.